Event description:
It was reported that during device interrogation, the device was found to be in back-up vvi mode. A device download was successfully performed and the non-pacemaker patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.